Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.